Manufacturer narrative:
Patient 2 did not return the test strips for investigation. As no product was returned, a specific root cause could not be determined. An inr>8 is out of the meter´s measuring range. A possible reason is a handling error during blood sample collection or application. When the finger is still wet from cleaning/disinfection the remaining liquid will increase the inr.

Event description:
We received an allegation of questionable inr results for 2 patients tested with 3 coaguchek xs meters compared to stago laboratory method with neoplastin reagent. Patient 1: on (B)(6) 2022 at 10:07 a.m. The patient was tested on coaguchek xs meter serial number: (B)(4) and got a meter result of 8.0 inr while the laboratory result was 5.55 inr. The patient was re-tested on another roche meter but there was not any result provided. The time difference between the measurements is within 4 hours. The laboratory result of 5.55 inr was used for therapy decisions. The lot number of the test strips used for patient 1 was unknown and the strips had been discarded. The patient's therapeutic range was not provided. Patient 2: on (B)(6) 2023 at 9:28 a.m. The patient was tested on coaguchek xs meter serial number: (B)(4) and got an initial result of 8.0 inr while at 9:32 a.m. The patient was tested on a coaguchek xs meter serial number: (B)(4) and got a result of 2.8 inr and at 9:38 a.m. The patient was re-tested on the first meter with serial number: (B)(4) the result was 2.1 inr. The result of 2.8 inr received on coaguchek xs meter serial number: (B)(4) was used for therapy decisions. The lot number of the test strips used for patient 2 was 63311917 with an expiry date of 31-jan-2024. The patient's therapeutic range was not provided.

Manufacturer narrative:
The strips were requested for investigation, however, there are no test strips remaining to return from patient 1. As for the test strips from patient 2, the product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.